Event description:
Pt underwent left modified radical mastectomy in 1988; had silicone implants placed. Pt has had concerns regarding the silicone deteriorating and wishes implants to be replaced wih saline.